Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further analysis of the foreign material, it was identified as polymethylpentene and cellulose fibers. It was noted that cellulose fiber is used in gauze and polymethylpentene is widely used in various medical devices and equipment (such as syringes, beakers, petri dishes, and graduated cylinders). However, it is a different material from what is used in the water supply tank, which is polysulfone and teflon. As polymethylpentene was identified, it is likely a product made from the material was used in the facility, became damaged, and a piece had fallen into the water supply tank which clogged the nozzle. As a result, the cellulose fibers became entangled in the nozzle due to the blockage of polymethylpentene. However, a definitive root cause could not be determined. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 3 "preparation and inspection" section 3.8 "inspection of functions that combine with related equipment" and "inspection of the air supply function". Chapter 3 "preparation and inspection" section 3.3 "endoscope inspection", section 3.4 "accessory inspection", and section 3.6 "related equipment inspection" olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water nozzle. There was no patient involvement.